Event description:
During robotic procedure, da vinci xi surgical systems fenestrated bipolar forcep broke. Trocar had to be removed from the patient to remove the grasper. No injury resulted to the patient.